Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient's annulus was measured with a perimeter of 74.4mm and an area of 420.8mm^2. Pre-dilation was performed with a 21mm non-abbott balloon. During the procedure the valve expanded non-uniformly due to heavy calcification. The valve was removed from the patient. A second pre-dilation was performed with a 23mm non-abbott balloon. A new 27mm navitor vision valve was selected for implant. The valve was implanted. The final implant depth was 6mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). Post-implant a moderate perivalvular leak (pvl) was noted. Post-dilation was performed with a 24mm non-abbott balloon. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.

Manufacturer narrative:
An event of the perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl could not be conclusively determined. However, patient condition (heavy calcification in the annulus and lvot) appears to contribute to the reported incident. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient's annulus was measured with a perimeter of 74.4mm and an area of 420.8mm^2. Pre-dilation was performed with a 21mm non-abbott balloon. During the procedure the valve expanded non-uniformly due to heavy calcification. The valve was removed from the patient. A second pre-dilation was performed with a 23mm non-abbott balloon. A new 27mm navitor vision valve was selected for implant. The valve was implanted. The final implant depth was 6mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). Post-implant a moderate perivalvular leak (pvl) was noted. Post-dilation was performed with a 24mm non-abbott balloon. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.